Manufacturer narrative:
Manufacturing review: a lot number for the device was reported to be unknown. However, a device history record review was performed for the affected lot number of the cartridge and this lot meets all release criteria. Investigation summary: one 70302qc10 quicklink sdsdlink cartridge with 10 seed to seed links, was returned from the customer for evaluation and was labeled as biohazardous. Upon initial inspection, the cartridge gate closure worked as expected. No spring protrusions were noticed on the backside of the cartridge. The plunger was pulled back and traveled appropriate. Tweezers were used to try to separated the links and no issues were noted. The links were in great shape. The cartridge was inserted into quicklink loader (sn #(B)(4)) and all 10 links dispensed as expected. Upon completion of dispensing, the cartridge was removed from the loader and examined. No issues noted. The investigation for the reported issue is unconfirmed. A definitive root cause could not be determined based upon available information. Labeling review: labeling was reviewed and found to be adequate. The information for use which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually."

Event description:
It was reported that during a brachytherapy procedure, the connector allegedly could not be discharged although the connector was set correctly on the loader. There was no reported patient injury.